Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and drawers 1 and 2 were not detected. A field service engineer (fse) rebooted the station in an attempt to recover the missing drawers; however, the drawers remained offline after the reboot. The fse replaced the controller boards on the medbank tower. Following the replacement, visual and functional testing was performed by the nurse after coordination with medbank customer service, and the system functioned as expected. The system functioned as intended after the field service engineer repaired the device.